Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic error message, unit was swapped out by staff with no issues. There was no patient harm reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic error message, unit was swapped out by staff with no issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) stated staff reports unit gave fiber optic error during use. Staff swapped units without issue. Fse was able to confirm error code 53 in logs. Replaced fiber optic module per service manual. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The maquet failure analysis and testing dept.(fat) received part number 0997-00-1169, serial number (B)(6) with a reported unit failure of an error code 53. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. During testing it was found that the part did not show a transducer waveform. Sent the board to the respective supplier for failure analysis per procedure. Fat received 0670-00-1160 back from the supplier. The supplier tested the board and no abnormalities were found. Retaining the part in the failure analysis and testing department per procedure.